Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp), via a company representative, regarding an unknown patient who was receiving an unknown medication via an implantable pump. Indications for use, medical history, and concomitant medications were unknown. On (B)(6) 2016, the hcp accidentally updated the pump with a bridge bolus instead of a priming bolus; the bridge was 108 hours long, and they were requesting information on how to stop the bolus; screen navigation was reviewed. The patient was in the office of the hcp, and the event had just occurred. The company representative did not know how long the bolus had been running. The company representative was to follow-up with the hcp to have them call technical services to calculate how much medicine had been delivered, and to review with the hcp how to stop the bolus. It was unknown if there were any patient symptoms. On (B)(6) 2016, additional information from the company representative noted that the hcp office was instructed to call technical services directly when the patient was back in the office to correct the bolus; the company representative was not there, nor were they given a patient name. Additional information regarding patient identification, device information, drug details, medical history, concomitant medications, patient symptoms, troubleshooting, and actions/interventions taken to correct the error was requested but was not received. As the company representative had no further information or patient name, no additional follow-up was possible. If additional information is received, a follow-up report will be sent.